Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, the handle was initially working but the screen was blank, however when the surgeon tried to fire the handle stopped working and could not be fire. The surgeon tried to put back the handle into the charger and handle appears to be working however when taken out from the charger, the screen is blank and it makes some noise. To resolve the issue the surgeon used manual stapler. There was no patient injury.